Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the surgeon described firing the device on tissue but not hearing the `click` that he would expect to hear/usually hear when he closes the firing trigger. Upon inspection no staples had been deployed from the gun. The action taken was to open a new instrument which worked fine. Procedure prolonged 10 minutes. There were no adverse consequences for the patient.